Event description:
Additional information was received pump position was confirmed intraoperatively by transesophageal echocardiography (tee). The device functioned as intended, was successfully weaned, and subsequently explanted without complication.

Event description:
Additional event information states that was successfully weaned and explanted. And pump position was confirmed on tee in the or. On insertion is when it was noted to be torn.

Manufacturer narrative:
Additional information has been provided in b5. Pd-anticontamination sleeve-(separation, torn): the cause of pd-anticontamination sleeve-(separation, torn) was unable to be determined as limited clinical details were provided and no product was returned for review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b: added explant date.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The anti-contamination sleeve pulled off the distal end of the catheter (where the yellow pin is). It was pulled back into place and tegaderm was placed overtop to resecure. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.